Manufacturer narrative:
This report is filed on june 14, 2019.

Manufacturer narrative:
This report is submitted on march 7, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device as of the date of this report.